Event description:
This report summarizes one malfunction. A review of the reported information indicated that model u357544 pta balloon dilatation catheter allegedly experienced material rupture. This information was received from one source. The malfunction involved a patient with no known impact to the patient. The age and weight of the female patient were not provided.